Manufacturer narrative:
(B)(6). Product investigation summary: five (5) of the six (6) packaged screws were sent back for investigation. The screws in question were received in a non-original package. Furthermore, it was discovered that two (2) of the five (5) returned screws were broken at the threaded shafts. The remaining three (3) screws are intact with no signs of use. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided clinical information, it is impossible to determine the exact cause of the breakage of the two (2) screws. Multiple factors could have led to the damage. One cause of the breakage could be a result of high torsional load application during insertion. Another possible reason for the failure could have been contact with another metallic device (i.e. Another implant) or the insertion of the screw into exceptionally hard bone without pre-drilling. Pre-drilling might be helpful, in special cases, to provide an easier implantation of small screws. The microscopic view of the broken surface shows a homogenous surface and has the typical view of a forced rupture. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. Therefore, conclusions for failure are not due to any manufacturing non-conformances. No product fault could be detected. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 12, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2015. During screw insertion, the surgeon had difficulty fastening a titanium matrixneuro screw into the bone. A screw from another matrixneuro set (kit) was used in order to complete the procedure. A surgical delay of five (5) minutes was noted. Update: it was originally reported that the surgeon experienced difficulty with one (1) screw during the procedure. However, a visual examination of the five (5) returned screws, which was completed on (B)(6) 2015, indicated that two (2) screws had broken tips. It is unknown if the broken pieces from those screws were left in the patient. The other three (3) screws appeared to be fully intact. This report is 2 of 2 for (B)(4).